Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient's low voltage lead had failed to capture and failed to sense. The lead was explanted. The patient had no adverse consequences.

Event description:
New information received notes that the patient presented for an implant procedure. During the procedure, the right ventricular (rv) lead had failed to capture and failed to sense. The lead was not used, and a new lead was implanted.

Manufacturer narrative:
The reported events of failure to capture and failure to sense were not confirmed. As received, a complete lead was returned. Visual and x-ray examinations of the lead did not find any anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts.